Manufacturer narrative:
Visual, tactile and microscopic analysis as well as functional testing was performed on the device. The stent was implanted in the patient so was not returned. The device was attached to an encore inflation unit and the balloon was inflated. The device held pressure and was able to be deflated without issue. No device issues were noted. The allegations in the complaint were not confirmed.

Event description:
It was reported a deflation issue and removal difficulty occurred. A 5.00 x 12mm synergy megatron was advanced for treatment. The balloon of the device did not deflate or refold as expected, and it was not possible to remove from the guide catheter. All equipment was removed up to the femoral introducer, to recover the balloon. No patient complications were reported.

Event description:
It was reported a deflation issue and removal difficulty occurred. A 5.00 x 12mm synergy megatron was advanced for treatment. The balloon of the device did not deflate or refold as expected, and it was not possible to remove from the guide catheter. All equipment was removed up to the femoral introducer, to recover the balloon. No patient complications were reported.